Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 54 mg/dl at the time of the incident. The customer was at 300 mg/dl after getting treated for the low. The customer stated they may have over corrected for breakfast, went low and waited too long to bolus after the low, and ended up high. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also reported a broken belt clip. The reservoir will not be returned for analysis.